Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during preparation of a 135 cm. Palmaz genesis 8 x 24 stent mounted on an opta pro delivery system, two struts of the stent were noted to be tilted. Another device was used to complete the procedure successfully. There was no reported patient injury. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU). No additional information including target lesion information is available. The product was returned for inspection. One non-sterile sds genesis 8x24mm 135cm pro was received coiled inside a plastic bag. The stent was mounted in its original position between the marker bands and the struts were uplifted in the proximal section of it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported strut uplift was confirmed through analysis of the returned device . The exact cause of the failure could not be determined. Based on the information available for review, factors contributing to this issue could not be determined. Neither the DHR review nor the analysis suggests that the reported condition is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken.

Event description:
The report received from the affiliate indicated that during preparation of a 135 cm. Palmaz genesis 8 x 24 stent mounted on an opta pro delivery system, two struts of the stent were noted to be tilted. Another device was used to complete the procedure successfully. There was no reported patient injury. Inspection of the returned product indicated that the proximal stent struts were uplifted. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was prepped properly according to the instructions for use (IFU). No additional information including target lesion information is available.